Manufacturer narrative:
The event date was not reported so the aware date was used as an estimate.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a watchman flx laa closure device & delivery system (wds) were used. The procedure was completed successfully with a closure device implanted in the laa of the patient. There were no reported patient complications that occurred. The patient came in for their scheduled 45-day follow-up transesophageal echocardiogram (tee) imaging procedure. The imaging showed that there was a device related thrombus across the device up the limbus. The physician changed the patient's medication regiment from aspirin and brilinta to aspirin and eliquis. The physician has planned another tee in 3 months to check on the patient.